Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported, during a follow up this pacemaker exhibited pbd. Data analysis was reviewed by technical services (ts). It was determined that the pacemaker was depleting as expected. The elevated power is a result of persistent atrial fibrillation. Increased power consumption in the presence of high atrial rates is expected behavior. No adverse patient effects were reported. This product remains in-service.